Event description:
It was reported that during a sleeve procedure on the second firing with a green cartridge and buttressing two of the six staple lines did not form. This happened on the patient side. The area was over sewn. The same device and two gold cartridges were used without incident. The case was completed with this same device. The surgeon tested for leaks with endoscopy; none were found. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: cartridge, one piece sled, drivers. The analysis found that one plee60a device was returned in good visual condition and with an ecr60g cartridge reload present. Additionally, the reload was received with the left side fully fired, right side outer row fully fired and the right two inner rows partially fired 1/5. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Photographic conclusion: based on the photo evidence of the subject plee60a with an ecr60g cartridge, unformed staples can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue.